Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed, due to disassociation. The pt jumped the post while doing a deep knee bend. A closed reduction was unsuccessful, so the insert was exchanged. No additional info is available at this time.